Manufacturer narrative:
Based on the information gathered, there is no indication or report that davinci product caused or contributed to the incidents. A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. An intuitive surgical medical safety officer reviewed the event and concluded that prolonged air leak is a known complication of any lung resection and the risk is increased by underlying patient lung disease. This episode of air leak was non-serious but was managed with an additional chest drain placement (clavien-dindo iiia) and resolved with time, which is a typical patient course.

Event description:
A 66 year-old female patient who was a former smoker underwent a da vinci assisted pulmonary lobectomy on (B)(6) 2023 and was enrolled in a clinical study. The procedure was completed without intra-procedural complications reported, nor any device malfunctions occurred. On (B)(6) 2023, the patient was found with air leak and a chest tube drain was placed in. The patient was discharged home on (B)(6) 2023 and the drain was removed subsequently on (B)(6) 2024, with no other complications reported.